Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing, did not have any capture, and had a high pacing threshold. The undersensing was noted in both the unipolar and bipolar configurations. It was also reported that the implantable pulse generator (ipg) exhibited pacemaker mediated tachycardia. During ra lead revision it was noted that the ra lead had tissue in the helix. The ra lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.